Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 3 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and was seen at a hospital where he "went into a state of coma". Customer was diagnosed with hypoglycemia and treated with glucose injection. Customer reportedly received additional medication of insulin, depakine 500 mg, "transirium 10" mg, epanutin 100 mg, metamizol 550 mg and "taioma plus 5 mg". There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 3 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and was seen at a hospital where he "went into a state of coma". Customer was diagnosed with hypoglycemia and treated with glucose injection. Customer reportedly received additional medication of insulin, depakine 500 mg, "transirium 10" mg, epanutin 100 mg, metamizol 550 mg and "taioma plus 5 mg". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.